Manufacturer narrative:
(B)(4). A complaint rt330 was not returned to fisher & paykel healthcare for evaluation, despite a request for a sample circuit. The probe-probe port connection is a taper fit and when firmly placed in the probe ports the probes form a tight seal and require twisting and pulling to be removed. Without a complaint device to evaluate we cannot determine if there was any defect with the subject circuit. It is most likely that either the probe was not properly inserted and came loose or that it was accidentally pulled out of the probe port. The user instructions that accompany the rt330 show in pictorial format how to insert the probes into the inspiratory limb probe ports. They also include the following statements: check all connections, caps and/or plugs are tight before use. Patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the temperature probe is not staying attached to the rt330 infant optiflow circuit. This was a general complaint about this issue, rather than a specific incident. There was no patient consequence reported.